Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing the catheter from a bd durasafe¿ combined anesthesia kit, the catheter broke and the tip remained inside the patient. The neurosurgery team was called, they did the ultrasound and decided not to withdraw the catheter. It was reported the patient is well.

Manufacturer narrative:
One used epidural catheter sample which was returned. After visual analysis of the sample, it can be verified that the tip of the catheter was broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6252319. An absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the characteristic of the rupture of the catheter allows us to conclude that the damage evidenced in the product was caused during the procedure after the material had suffered some type of stress that caused the incident in question.